Event description:
The patient passed out and came into the hospital. Upon interrogation, the device was found in a back-up mode. The device was successfully reset. (B)(6) 2014 - upon interrogation, a battery error was displayed as well as eri. The programmer time was off by an hour. Eri was cleared and the patient will be checked in a month. The device remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. For a more detailed analysis, additional information is essential. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the pacemaker analysis the device was visually inspected revealing no anomalies. Further analysis revealed that the pacemaker was neither interrogatable nor was any output signal present. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be fully depleted. Thorough electrical testing did not show any anomalies which might explain a rapid battery depletion. In particular the current consumption was found to be normal and expected. The electronic module proved to be fully functional. In a next step the battery was sent to the manufacturer for a destructive battery analysis. Analysis of the battery:the manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. A visual inspection and x-ray measurements of the battery did not reveal any signs of damage. The electrical measurement confirmed the battery depletion. The destructive analysis of the battery yielded no anomalies. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated for a depleted battery. There was no indication of a workmanship or a material problem. In summary, despite of a thorough and time consuming analysis no conclusion could be drawn regarding the root cause of the clinical observation. It is reasonable to assume that a temporary elevated current consumption might have contributed to the clinical observation, consistent with the reported warning message. However, the analysis of the electronic module as well as a battery analysis did not show any anomalies.